Manufacturer narrative:
(B)(4). Device manufacturer date: lot: 101124 - 11/24/2010, lot: 101222 - 12/22/2010. Method: two complaint chambers were returned, with lot numbers 101124 and 101222. The two returned complaint chambers were visually inspected. Attempt to obtain further ventilator information has been unsuccessful. Results: the visual inspection revealed a crack at the bottom of the chamber dome next to the bracket, stretching towards the baffle for both chambers. One crack was 5cm and the other was 2.5cm in length. No stress marks were observed on both complaint chambers. A lot check revealed no other complaint of this nature for lot number 101124. A lot check revealed (B)(4) other complaints of similar nature for lot number number 101222. Conclusion: without more detailed information the root cause cannot be determined. All chambers are pressure tested before leaving the production line. Any holes or leaks are identified during this (B)(4) process. The chambers would have met the required specification at the time of production. The user instructions supplied with the mr290 humidification chamber state the following: "set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Manufacturer narrative:
(B)(4). Device manufacturer dates: lot: 101124 - 11/24/2010; lot: 101222 - 12/22/2010. Method: two complaint chambers were returned, with lot numbers 101124 and 101222. The two returned complaint chambers were visually inspected. Attempt to obtain further ventilator information has been unsuccessful. Results: the visual inspection revealed a crack at the bottom of the chamber dome next to the bracket, stretching towards the baffle for both chambers. One crack was 5cm and the other was 2.5cm in length. No stress marks were observed on both complaint chambers. A lot check revealed no other complaint of this nature for lot number 101124. A lot check revealed two other complaints of similar nature for lot number 101222. Conclusion: without more detailed information, the root cause cannot be determined. All chambers are pressure tested before leaving the production line. Any holes or leaks are identified during this automated process. The chambers would have met the required specification at the time of production. The user instructions supplied with the mr290 humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that the mr290 vented autofeed humidification chambers were leaky after 2 to 3 days of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the mr290 vented autofeed humidification chambers were leaky after 2 to 3 days of use. No patient consequence was reported.